Event description:
N/a.

Manufacturer narrative:
Additional information: e1((B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken doppler. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing doppler ultrasonic iabp assy (includes g. Fse then completed full pm , then checked safety and functional checks and cleared the device for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) doppler is broken. There was no patient involvement.